Event description:
It was reported that the patient experienced a drop in blood pressure, cardiac tamponade, and perforation of the left atrial appendage. The procedure was cancelled due to the complications. Once the effusion was greatly reduced, the patient was transferred to cardiac surgery, where a sternotomy was performed and two small holes in the left atrial appendage were detected. It is unknown whether this occurred as a result of the transseptal puncture, multi-spline mapping catheter manipulation or catheter/wire manipulation. The procedure was not able to be completed due to the patient complications. The patient was held afterwards for observation, but is expected to recover. The device is not expected to be returned for analysis due to disposal. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).